Event description:
It was reported that telemetry could not be established with the device. The device was found to be eroded through the patient's skin. The patient had been wrapping the device in tissues for more than ten years in order to avoid an additional surgical procedure. The device was explanted and the lead was capped. No further patient complications were reported as a result of this event.

Event description:
It was reported that telemetry could not be established with the device. The device was found to be eroded through the patient's skin. The patient had been wrapping the device in tissues for more than ten years in order to avoid an additional surgical procedure. The device was explanted and the lead was capped. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion was found to be normal. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. The outer insulation was breached cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. The outer insulation was breached cut.